Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. A potential factor unrelated to the manufacturing or design of the device which could have contributed to the reported event is excessive force placed on the instrument during use. The instruction for use (IFU) outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported the firstpass st suture passer was suspected of missing the window feature and may have been the previous firstpass suture passer product version. Surgeon discovered the window feature was not present and initially thought the piece fell into the patient. A thorough search was performed visually, with x-ray, and flushing. Surgeon was confident the piece was not in the patient. Procedure was completed with another firstpass st. There were no reported patient complications.